Event description:
The customer reported being hospitalized due to high blood glucose of 134 mg/dl. The customer was experiencing unexplained high glucose for the past month. Troubleshooting was performed. The customer stated that her glucose reading was 347mg/dl. Then the customer gave herself a bolus, and a half hr later her glucose was 431 mg/dl. Reviewed the alarm history and found multiple no delivery alarms. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. The customer also stated that she does not let the insulin sit at room temp. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.